Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the tidal volume problem occurring. The customer reported there was no patient involvement.

Manufacturer narrative:
Updated.

Manufacturer narrative:
Corrected.